Event description:
It was reported that during a sheathed insertion of the iab, the central lumen fractured. As a result of this occurrence, the iab was removed and replaced. There was no pt complications.